Event description:
This pt had an aus device implanted 1/14/92. The entire device was removed from the pt at an unknown date due to infection by another surgeon. Surgery info has not been provided at this time.